Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jul2020.

Event description:
The customer reported a ventilator with a high oxygen supply pressure alarm. This event was reported to have occurred during clinical use - there was no allegation of harm associated with this report.

Manufacturer narrative:
G4: 02nov2020 b4: (B)(6) 2020 the device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer advised the alarm message: high o2 supply pressure error code in the significant event logs. The customer advised that the staff switched from wall and tank and was getting the same error. The customer stated the issue could not be duplicated. The rse advised per service manual if 0xygen (o2) manifold is installed, disconnect the o2 source from the ventilator, then reconnect the o2 source. The rse advised to perform a full performance verification test (pvt) to see if they can isolate or diagnose any issues. The customer returned a call to the philips rse and stated that the issue was resolved. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, a supplemental report will be submitted. 1. Wednesday, (B)(6) 2020 3:45 pm emailed (B)(6) ; 2. Thursday,(B)(6) , 2020 11:06 am(B)(6) ; 3. Monday, (B)(6) , 2020 12:52 pm emailed (B)(6) . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.